Event description:
It was reported that during use of the cassette during a continuous infusion, the pump exhibited a high pressure alarm. Per reporter the tubing was kinking due to an excess of tubing coming out of the cassette. It was reported that the patient subsequently pushed the tubing further inside to resolve the alarm and continue infusion. Per reporter no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown. Lot number was not provided therefore d4: catalog number, lot number, UDI number, expiration date, g5 and h4 are unknown. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.